Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced turbid dialysate. The cause and treatment of the event were not reported. On the same day as the event onset, the patient presented to emergency room due to the event; however, it was not reported if the patient was admitted for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information could be provided as the reporter declined follow up.